Event description:
A (B)(6) male patient contacted zoll customer support to discuss alarms he received. Review of the patient's download revealed several can comm timeouts and abnormal shutdown flags. The patient was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 107) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon root cause analysis. No adverse event resulted from service code 107. The patient was issued a replacement monitor. No problems were discovered with the patient's electrode belt.